Event description:
It was reported that the patient felt terrible and could not tolerate biventricular pacing from the left ventricular (lv) lead. The right atrial (ra) lead had no capture at 5 volts at 0.4 milliseconds. Also, the ra lead had far field r-wave oversensing on occasion. During a routine device change out, the lv lead was capped and not replaced. The ra lead is still connected to the device but is not programmed on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 50760 implantable pacing lead (B)(6) 2006, 6936 implantable tachy lead (B)(6) 1997. (B)(4).